Event description:
It was reported that pump repeatedly stopped insulin delivery due to occlusion alarms. No information was provided regarding impact to the customer¿s blood glucose level. Customer reported issue from prior week and stated no further assistance was needed, therefore no additional information was received regarding the outcome of the event.